Event description:
This unsolicited device case from (B)(6) was received on (B)(6)-2015 from a physician. This case concerns a (B)(6) female patient who received treatment with synvisc injection using 3 of the 2 ml vials once (device misuse) and blacked out for a while, either felt like vomiting or vomited and felt a little dizzy. No past drugs, medical history, concomitant medication and concurrent condition were reported. On (B)(6)-2015, the patient received treatment with intra-articular synvisc injection, at a dose of 6 ml (3 of the 2 ml vials), once (batch/lot number and expiration date: not provided) for osteoarthritis knee. The same day, patient experienced a vasovagal response and the patient blacked out for a little while (about 5 minutes). On an unspecified date in (B)(6)-2015, the patient either felt like vomiting or vomited and felt a little dizzy. It was reported that the patient still felt a little dizzy but appeared to look ok to the physician. Corrective treatment: not reported for all the events outcome: recovered for blacked out for a while, either felt like vomiting or vomited, recovering for felt a little dizzy (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Genzyme biosurgery will continue to monitor adverse events to determine if a CAPA is required. Seriousness criteria: important medical event for blacked out for a while additional information was received on 26-oct-2015. Ptc results were added and text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated 26-oct-2015: the follow up information does not change the case previous medical assessment. Sanofi company comment dated 19-october-2015: this is an initial case regarding a (B)(6) female patient who received treatment with synvisc injection for osteoarthritis knee and later backed out for a while. Since a significant temporal relationship can be established and the causal role of suspect drug in the occurrence of events cannot be excluded. But there is no pharmacological plausibility that suspected product could have played any role in causation of the event. Also, the lack of information regarding patient's past medical history, concurrent conditions and concomitant drugs, risk factors precludes a comprehensive assessment in this case.

Event description:
This unsolicited device case from (B)(6) was received on (B)(6) 2015 from a physician. This case concerns a (B)(6) female patient who received treatment with synvisc injection using 3 of the 2 ml vials once (device misuse) and blacked out for a while, either felt like vomiting or vomited and felt a little dizzy. No past drugs, medical history, concomitant medication and concurrent condition were reported. On (B)(6) 2015, the patient received treatment with intra-articular synvisc injection, at a dose of 6 ml (3 of the 2 ml vials), once (batch/lot number and expiration date: not provided) for osteoarthritis knee. The same day, patient experienced a vasovagal response and the patient blacked out for a little while (about 5 minutes). On an unspecified date in (B)(6) 2015, the patient either felt like vomiting or vomited and felt a little dizzy. It was reported that the patient still felt a little dizzy but appeared to look ok to the physician. Corrective treatment: not reported for all the events outcome: recovered for blacked out for a while, either felt like vomiting or vomited, recovering for felt a little dizzy a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4) the product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Genzyme biosurgery will continue to monitor adverse events to determine if a CAPA is required. Seriousness criteria: important medical event for blacked out for a while additional information was received on (B)(6) 2015. Ptc results were added and text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated (B)(4) 2015: the follow up information does not change the case previous medical assessment. Sanofi company comment dated (B)(4) 2015: this is an initial case regarding a (B)(6) female patient who received treatment with synvisc injection for osteoarthritis knee and later backed out for a while. Since a significant temporal relationship can be established and the causal role of suspect drug in the occurrence of events cannot be excluded. But there is no pharmacological plausibility that suspected product could have played any role in causation of the event. Also, the lack of information regarding patient's past medical history, concurrent conditions and concomitant drugs, risk factors precludes a comprehensive assessment in this case.